Manufacturer narrative:
An event regarding damage involving an exeter spigot was reported. The event was confirmed. A visual inspection was performed on the returned device which noted that one of the lugs is damaged. Medical records received and evaluation: not performed as medical records were not received for evaluation. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies a review of the complaint history database shows that there have been no similar reported events for the subject lot code. The exact cause of this event could not be determined based on the information available. A review by the supplier concluded that there was no manufacturing issue.

Event description:
During operation, when operating nurse had brought out and exeter stem for implantation from the sterile package, she tried to put it on the introducer. However, the plastic device that sits on the exeter trunnion seems to be wider than normal. The plastic piece does not seem to fit the stem¿s trunnion from the beginning and when they try to put the stem on the stem introducer, the plastic piece does not fit in the introducer. The surgeon and the operation nurse tries to bend the plastic piece with another instrument and the plastic piece breaks. The surgeon ordered a new identical implant and the surgery proceeds normally.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During operation, when operating nurse had brought out and exeter stem for implantation from the sterile package, she tried to put it on the introducer. However, the plastic device that sits on the exeter trunnion seems to be wider than normal. The plastic piece does not seem to fit the stem¿s trunnion from the beginning and when they try to put the stem on the stem introducer, the plastic piece does not fit in the introducer. The surgeon and the operation nurse tries to bend the plastic piece with another instrument and the plastic piece breaks. The surgeon ordered a new identical implant and the surgery proceeds normally.